Event description:
Device 4 of 4. Reference MFR report #1627487-2014-12588. Reference MFR report #162487-2014-12589. Reference MFR report #1627487-2014-12590. It was reported the pt scs sys was revised on (B)(6) 2014 (reference MFR report # 1627487-2014-06021). Approximately a month later, the scs sys was explanted due to an infection, exact date unk.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product packaging lot. The individual affected devices were removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.